Event description:
Patient was receiving 2nd reinfusion when pt began allegedly displaying shortness of breath, pulmonary congestion and tachycardia, and was considered a possible anaphylactic reaction. Hosp was using an infusion pump to "ensure an even, low pressure infusion".